Event description:
A distributor contacted zoll on (B)(6) 2015 to report that a patient passed away on (B)(6) 2015 at 5:17 pm. Per the distributor, the patient was with his wife on his way home from (B)(6) and was not feeling well. His wife took him to a hospital in al where he was taken to the ICU and later died. The patient's wife reported he was treated while in the ER. After that she was told he was "brain dead and his heart then stopped." Investigation into the event revealed that the patient experienced an inappropriate defibrillation event on (B)(6) 2015. The treatment was delivered at 01:28:42 am. The rhythm at the time of the treatment was motion artifact, which contributed to the false detection. The post shock rhythm was a sinus rhythm at 90 bpm with motion artifact. A non-treatable rhythm was detected at 01:29:05 am and the device was shut down at 02:04:11 am. The response buttons were not pressed during the entire event. The device was not active at the reported time of passing.

Manufacturer narrative:
Monitor sn (B)(4) and belt sn 59078409 have not been returned for evaluation. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the event. H4: monitor (B)(4): 04/2012. Electrode belt (B)(4): 04/2014.